Event description:
The MFR received info alleging a ventilator's lcd screen was cracked. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service center for eval and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.